Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was off. A technical support specialist (tss) logged into the device remotely via rss and updated the device time through the command line to match the server by followed the knowledge article title device time is incorrect. Customer confirmed that the issue was resolved and the case could be closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, time was off on the medstation by approximately 8 mins-nurse staff was being monitored for time from removal to administration. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.